Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a trial patient and it was reported that when the patient left the clinic on the day of the report the patient was feeling stimulation. The patient reported that after her first bathroom visit at 11:05 am, she stopped feeling stimulation. The patient reported that they had tried both sides and increased stimulation to 7 ma with no sensation and by 3pm her symptoms had returned. It was noted that the therapy was on and amplitude was increased and the situation did not resolve. The patient also reported that the patient had pain from shot during procedure. The patient reported that the lead may have migrated. The patient also reported that no stimulation on either side was felt at the highest setting.